Event description:
It was reported that "rapid response was called by med surg. Dr. Responded from ed, who attempted to insert central line, he was unable to do so because of guidewire failure, it came uncoiled and unthreaded. There were 2 unsuccessful attempts for inserting central line, at right ij and right femoral, same issue happened twice." Additional information received from the physician states ". I held off on attempting another placement of the central line since the patient did have 2 peripheral ivs and a io." There was no patient harm or injury but the team was unable to get cvc line access in the patient. No medical intervention required. The patient's current condition is reported as "in critical condition". Associated MDR numbers include: 9680794-2025-00377.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The image shows an unraveled guidewire with evidence of use. The complaint of an uncoiled guidewire was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guidewire was confirmed by visual inspection of the customer supplied photo. The provided image shows a guidewire with evidence of unraveling, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "rapid response was called by med surg. Dr. Responded from ed, who attempted to insert central line, he was unable to do so because of guidewire failure, it came uncoiled and unthreaded. There were 2 unsuccessful attempts for inserting central line, at right ij and right femoral, same issue happened twice." Additional information receieved from the physician states ". I held off on attempting another placement of the central line since the patient did have 2 peripheral ivs and a io." There was no patient harm or injury but the team was unable to get cvc line access in the patient. No medical intervention required. The patient's current condition is reported as "in critical condition". Associated MDR numbers include: 9680794-2025-00376 and 9680794-2025-00377.